Event description:
Pt noted to have possible chronic rupture of gel breast implants on mammogram. Seen in consultation and implants removed. Rt breast implant w/ rupture of outer lumen only (inner lumen intact) & lt breast implant w/ rupture of outer lumen and significant intracapsular gel bleed.